Manufacturer narrative:
Other, other text: b3: date of event is unknown. One device was received for investigation with the top case having a crack in the front left corner. The device was functionally tested and the device powers up with a blank screen. Reprogramming from base unit to top unit was incomplete by customer, causing this issue. Once the device was reprogrammed it passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was a loud noise error. No patient injury.